Event description:
Report rec'd of an unintended delivery of magnesium sulfate. It was reported that a post-partum pt was in the critical care unit status/post delivery due to seizure activity during labor. Pt was receiving an infusion of pitocin through the primary peripheral IV line. Pt was also receiving an infusion of magnesium sulfate, which was delivered with a separate primary pump set, but connected as the secondary line to the cassette port of the primary pitocin line. It was reported that the clinician had taken the magnesium sulfate tubing out of its pump in preparation for transport from the critical care unit to a post-partum unit. It is unknown whether or not this line had been clamped off at this time. Upon arrival to the post-partum unit, (estimated time lapse of 5 mins) it was reported that the pt began to complain of difficulty breathing and decreased muscle tone. It was noted by the clinician that the magnesium sulfate had backed up into the primary pitocin line, and the pt had inadvertently received a bolus of magnesium sulfate. The exact amount of magnesium sulfate delivered is unknown, but a blood test revealed an elevated magnesium level. The pt was given calcium gluconate, the symptoms resolved, and pt was eventually discharged home in good condition. Add'l pt info was requested, but no further info was available.